Event description:
It was reported that the 7800 system had a physicist discrepancy. The resolution image mode 1 was too low. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The video signal and optical resolution were adjusted during the service call. The system was tested and found to be working as intended, and put back into service.